Event description:
Ous MDR - it was reported that this rv lead was explanted approx. 68 months after implantation. The reason was oversensing with artifacts. During an uncomplicated explant a dent was observed under the fixation sleeve.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 15 cm distal of the is-1 connector pin. The proximal and the distal lead fragment were returned. In-between, a segment of the lead body of about 5 cm length was missing. The returned fragments were analyzed. This showed the constriction 39 cm proximal of the tip electrode mentioned in the complaint text, which is probably due to a tight ligature. However, there was no insulation damage at this site. In the further course of the visual inspection, calcified tissue residues were detected at the lead body and at the fixation. The fixation was stretched and bent. Cuts could be seen in the insulation, and the rope conductors were partially pulled out of their lumens. These damages are with high probability a result of the explantation process. In addition, multiple signs of abrasion could be seen at the lead body. Especially in the distal area of the lead, the insulation is damaged due to fraying. This damage is with high probability the cause of the clinical complaint. The observed damage pattern speaks for strong mechanical stress of the lead. Reasons for an increased stress level of the lead in the implanted state cannot be clarified conclusively without x-ray images, diagnostic images of other kinds, and further information about the patient. An accumulation of different influence factors should be considered. This includes a strong ingrowth behavior of the lead, an unfavorable implantation position, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.